Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "blocked pump." A new ipp pump was implanted.

Manufacturer narrative:
Device evaluation provided in: h3 and h6. Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification; no leak was found. Cylinder 2 had the leaks in cylinder body that were the result of sharp instrument damage consistent with explant damage; holes were present in cylinder body. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The contamination was found inside the pump; therefore, the pump was not functionally tested due to contamination. Product analysis therefore was unable to confirm the reported event. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "cause not established" was chosen because the reported events could not be confirmed or substantiated through investigation of the pump. The pump was not functionally test due to contamination was found inside the pump. Based on the results of this investigation, no escalation is required. Additional information provided in: b5, d10, d11 and h6.

Event description:
It was reported that the inflatable penile prothesis (ipp) device was explanted due to a "blocked pump." The previous reservoir was left implanted in the patient. A new ipp device consisting of preconnected cylinders and pump, along with a reservoir, was implanted.

Manufacturer narrative:
Additional information provided in: b5, d10, d11 and h6.

Event description:
It was reported that the inflatable penile prothesis (ipp) device was explanted due to a "blocked pump." The previous reservoir was left implanted in the patient. A new ipp device consisting of preconnected cylinders and pump, along with a reservoir, was implanted.